Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: information was received from a patient (pt) regarding an external device. Caller reported that the plastic clip on their belt broke about 6 months ago. It was discovered that pt has a boston scientific scs. Agent reviewed information and instructed caller to contact boston scientific for a replacement belt. Agent did not confirm managing hcp due to the fact that the allegation was against a different manufacturer's device. Patient confirmed their dob was (B)(6) 1955. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).